Manufacturer narrative:
Updated sections: a2, a3, b4, d1, d4, g4, g5, g7, h2, h3, h4, h6, h10. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering the balloon. The extender and pressure tubing were also returned. The extracorporeal tubing was returned cut in two parts.one kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 3.3cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, blood was seen in the helium extender tubing of the balloon catheter. The console was shut down and the surgeon is planning to remove the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, blood was seen in the helium extender tubing of the balloon catheter. The console was shut down and the surgeon is planning to remove the balloon. There was no reported injury to the patient.